Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.